Event description:
It was reported that the pt is experiencing soreness in groin area when bending over. Experiences pain in groin area after daily 30 minute walks. Notices swelling in right leg and experiencing right knee pain. Additional information reported by the sales rep indicated that there was a rejuvenate revision. Blood serum ion level was elevated. Pt's cobalt level was 10 and chromium level was less than 1.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.